Event description:
The report rec'd from the field indicated that during a percutaneous transluminal angioplasty the balloon was inflated at 14 atmospheres. When attempting to withdraw through the sheath, the last 1 1/2 cms of the balloon shaft and the balloon were severed from the body of the shaft and left inside the pt. Pt underwent surgery to remove the foreign material from the external iliac or common femoral. This product will be returned for evaluation and testing.